Event description:
This is filed to report a single gripper actuation issue. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation grade 4. It was noted that during device prep, one of the grippers would not lower. Troubleshooting was performed and was unsuccessful. The clip was exchanged, and the procedure was completed successfully. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
Returned device analysis did not confirm the reported inability to lower a single gripper. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported difficult to open or close (inability to lower a single gripper) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.